Event description:
It was reported that the patient received the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg). Subsequently, it was stated that it was difficult to communicate with the ipg. The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was doing well.

Manufacturer narrative:
The returned ipg was unable to link to a known good remote control (rc) and kept displaying "stimulator error" however, it was able to link to a known good clinician programmer (cp) and it displayed the eos message. Analysis of the data log was unable to be fully retrieved and thus the calculation tool could not be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected. This confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by ipg exposure to external high voltage/high current transient sources.

Event description:
It was reported that the patient received the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg). Subsequently, it was stated that it was difficult to communicate with the ipg. The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was doing well.